Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to moisture and received a critical pump error (open book image) on the insulin pump. The customer also reported a flashing medtronic logo on the insulin pump and the insulin pump had a crack on the battery tube side and a scratch above the screen. The insulin pump failed the self-test. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the moisture damage, critical pump error, cosmetic damage and blank display and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Unable to download or perform any tests due to flashing medtronic logo on display. Unable to test for device test failed due to flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, minor scratches to the display window, cracked keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Moisture damage was confirmed during analysis. Cosmetic damage to the was confirmed with minor scratches to the display window and cracked case (battery tube) during analysis. Flashing medtronic logo confirmed during analysis due to moisture damage. Unable to confirm critical pump error (open book alarm) during analysis due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.